Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was removed from service due to non-capture, and not sensing, they stated that the initial positioning may have been poor. Another cpi (4269) was implanted.